Manufacturer narrative:
(B)(4).

Event description:
It was reported that post implant, phrenic nerve stimulation (pns) was observed. Programming changes were made and the patient was discharged. During wound-check appointment, mild occasional pns was noted. There was also atrial oversensing causing multiple mode switches. Additional programming changes were made.